Event description:
The customer reported that the pistons and pedals were damaged.

Manufacturer narrative:
Additional information has been requested by the manufacturer. A follow-up report will be submitted in the future.